Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose level was 410 mg/dl at the time of the incident. The customer reported that she keeps getting no delivery alarm, on a second new pump and been on the new pump almost two days and received another no delivery alarm. The customer received a no delivery alarm while priming since she was stuck on rewind. Customer states the insulin did not exit and pump alarmed no delivery. Troubleshoot determined that the insulin pump should be replaced. The customer treated high blood glucose with manual injection of 5 units. The customer declined high blood glucose troubleshooting at this time. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test. Device received with cracked battery tube threads, minor scratched lcd window, cracked reservoir tube lip, stained end cap sticker, stained address number label, cracked belt clip slot and cracked case reservoir tube window corner.